Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.